Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope displayed a blurry image and the insertion part shows a leaking light. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h6, h11 the device was returned to olympus for inspection, and the lens was damaged and misaligned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lens damage was likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.